Event description:
The customer reported that the ortho provue analyzer interpreted a previously known a positive pt as negative using mts a/b/d monoclonal and reverse groupin card lot# 121806037-18. The customer visually confirmed the reactions to be negative. Manual gel testing was not performed. Testing was repeated on the analyzer using the same lot of gel cards and observed positive reactivity in the anti-d microtube. Erroneous results were not reported, as the results did not match the patient's historical data, preventing erroneous results from being reported. If this incident were to recur undetected, erroneous test results could be reported, which may result in transfusion of incompatible blood. This event is also being reported on medwatch MFR#1056600-2007-00127, to document the gel card mentioned in the complaint.

Manufacturer narrative:
The customer indicated that the issue was isolated. No samples or data disk were returned to the MFR. All other samples prepared on this analyzer were resulted as expected. Provue malfunction could not be confirmed. Repairs were not required to return this analyzer to expected operation. No definitive root cause could be determined. Incident appears to be isolated. The actual date of the incident was not provided by the customer. However, it was reported that the incident occurred 2 weeks ago (from the time the incident was reported to ocd-04/13/07). Therefore, the date of event in section b 3 is approximated based on the info provided.